Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser was set to emit 300 times however, ended at 30 times. There was a loud noise and strong shock prior to the laser breaking down. The patient seemed to be surprised by the noise and shock. The procedure was not completed. The procedure is scheduled to be completed at the next visit.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The laser core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 21, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a non-conforming laser core module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).